Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was programmed incorrectly. It was reported that the patient was "poorly mobile" due to the programming issue. No additional details were provided by the reporter.